Manufacturer narrative:
Product event summary: the device was not returned; however, analysis of the device memory revealed a rising battery impedance trend.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the implantable cardiac monitor (icm) reached recommended replacement time (rrt) approximately seventeen months after the date of implant. The icm remains in use. No patient complications have been reported as a result of this event.